Event description:
Per the clinic, the patient was hospitalized on (B)(6) 2022 (specififc duration not reported) due to infection around the abutment site (specific date not reported) and was administered with IV antibiotics. Subsequently, on (B)(6) 2022 the abutment was removed under local anaesthetic. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on november 01, 2022.